Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism malfunction (late deployment) or determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported at 8:20 pm he activated a new pod and his blood glucose and insulin history is as follows: time: 952 pm. Bg (mg/dl): 226. Bolus (u): 1.9. Time: 726 am. Bg (mg/dl): 408. The pod was deactivated and he stated that there was a delay during cannula insertion process.